Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer reset the pump and continued to use the pump for insulin therapy.